Manufacturer narrative:
Other devices listed in this report: cat. # 6478-6-395, dcon p-fit stem cocr 10mmx80mm, lot code: eafyt. Cat. # 5546-a-201, tri lm/rl tib aug sz2 10mm, lot code: mc8h03a. Cat. # 5546-a-202, tri rm/ll tib aug sz2 10mm, lot code: mc8h11m. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
On (B)(6), the patient fell out of a chair and noted deformity in the leg. She was seen by the doctor the next day and found to have a dislocated knee. The patient went in for a closed reduction on (B)(6) 2014.

Manufacturer narrative:
It is reported that a closed reduction was performed following the knee dislocation due to a fall. The tibial baseplate remains implanted. Based on the information provided and the medical review, there is no indication or allegation that the tibial baseplate contributed to the reported knee dislocation. Based on the provided information, there is no indication that the product reported in this investigation may have contributed to the event and is therefore considered concomitant.

Event description:
On (B)(6), the patient fell out of a chair and noted deformity in the leg. She was seen by the doctor the next day and found to have a dislocated knee. The patient went in for a closed reduction on (B)(6) 2014.